Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ syringe while preparing a midazolam the solution became brown, heterogeneous color. Dark brown on one side of the syringe.

Manufacturer narrative:
H.6. Investigation summary: it has been received 1 used sample of 50ll without blister and filled with drugs and 1 picture for investigation. Upon visual inspection of this sample and picture it can be observed brown drug inside the syringe. DHR of lot 1808242 has been reviewed not finding any annotation or deviation regarding the alleged defect. 50ml bd plastipak syringes from reference 300865 meet iso 7886 regulation. No changes in raw material neither in manufacturing process have been done that could be related to this defect. Used sample received is empty and it can be observed the barrel resulted stained to brown color. After washing the barrel with isopropyl alcohol, this stains are removed easily so the alleged defect could have been caused due to reaction between drugs used. Ten retained samples of lot 1808242 are evaluated. Upon visual inspection no defect can be observed in any of them that could be related to the alleged defect. They are filled with distilled water not observing any reaction or color change in any of them. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection: molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Since no defect has been found in the sample received after being washed, the root cause cannot be determined.

Event description:
It was reported that during use of the bd plastipak¿ syringe while preparing a midazolam the solution became brown, heterogeneous color. Dark brown on one side of the syringe.